Manufacturer narrative:
Of the product requested back for evaluation, lifescan (lfs) has not received any returns. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 46 malfunction events. A review of the events indicated that the ot ultra2 meter read inaccurately erratic. These reports were received from various sources. The patients associated with this allegation ranged from 55 to 88 years old and there is no weight data available. Of the reported patients; 2 were male, 4 female & 40 were unknown.